Event description:
It was reported that towards the end of a da vinci s gynecologic diagnostic laparoscopy procedure, the assistant surgeon placed the monopolar curved scissors (mcs) instrument inside of the pt's body and was moving the instrument outside of the field of view. The console surgeon took control of the instrument without having a visual of where the instrument was located and activated the instrument tip, which created a transection cut to the pt's right internal iliac artery and right ureter. The procedure was converted to open surgical techniques and a vascular surgeon and urologist were called in to repair the pt's right internal iliac artery and stent the ureter. A blood transfusion was required during the repair surgery. It was reported that the pt is recovering as planned post-operative day 27.

Manufacturer narrative:
An isi rep present during the procedure did not observe the sys or instrument malfunction in a way that would cause or contribute to the event. It was determined that the pt injuries were caused by the instrument when the surgeon inadvertently moved the instrument tip from their field of view. The da vinci s user manual specifically states: caution: ensure all installed instruments are visible in the surgeon console view before proceeding to prevent inadvertent harm to the pt. Caution: removal of instruments during a procedure should be done very carefully and only with the knowledge of and full view of the surgeon console operator. Warning: instruments must be in the surgeon's field of view when matching grips. Matching grips for an instrument that is outside the surgeon's field of view may cause serious harm to the pt. As of 2008, there have been no reported recurrences of the issue at this hosp.